Event description:
The customer reported that the monitors on the system would flicker. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative ordered a new lemo connector and high voltage cable to be replaced by the customer. No further info is available.